Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic procedure, the stapler and handle were unable to fire the reload. The reload replaced to resolve the issue. There was no injury to the patient.